Event description:
The device was deployed in an unplanned location. The doctor used a snare in an attempt to reposition the stent. The doctor successfully repositioned the stent in the brachiocephalic vein. The doctor experienced difficulty removing the snare from the stent and during this attempt, the stent fractured. The fractured piece was removed with the snare extraction.